Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead had dislodged on an unknown date; the lead also exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure. No additional information was reported.